Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during set up for an arthroscopic procedure, the "quantum 2 controller" did not recognize the "short bevel 35°, ic wand"; it was stated that one of the two connectors on the quantum 2 failed to recognize the wand. The customer tried to connect a "super turbovac wand" and the box did recognize the wand. There was no audible tone. The procedure was successfully completed without delay using a "super turbovac wand". No patient injuries or other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection observed a damaged lid, the warranty seal was broken, multiple screw holes are damaged, and the lid is damaged. A functional evaluation revealed the unit does not detect the 27pin wand when plugged in. The unit was opened and found the 27pin not fully seated to the motherboard. Re-seating this cable resolved the detection issue. The complaint was verified and is associated with an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include rough handing of the device causing internal components to come loose or be damaged. No containment or corrective actions are recommended at this time.